Manufacturer narrative:
(B)(4). The event description provided states that a slight opacification has developed on the lens post-operatively. The healthcare facility has stated that it is their intention to review the patient again in two months time. Rayner is following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. The rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "opacification of iol" and "material opacification"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery) and idiopathic. Note: rayone trifocal rao603f is not available on the market in the us; however, it is manufactured from the same material (hydrophilic acrylic) as other rayner lenses which are available on the market in the us (c-flex 570c, c-flex aspheric 970c and rayone aspheric rao600c).

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of a rayone trifocal rao603f iol. The event description provided states that post-operatively a slight opacification of the lens has been observed.